Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: bleeding at the staple line required numerous sutures which extended the operating room time by 25 minutes. The pt returned oct 4 with blood pooled in the rectum and with a hemoglobin of 14. Pt was given 4 units of blood and a colonoscopy was administered and there was no evidence of colon injury or issue.